Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify what was meant by, ¿the clips superimposed?¿ the clips overlapped. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? It¿s not possible to identify the shape because the clips overlapped it was reported that ¿to retrieve the device, cut the tissue by using the scissors.¿ were the device jaws able to be opened to release the tissue? Yes, the tissue was not cut, the jaws open properly how was the procedure completed? The tissue was cut with scissors and subsequently sutured manually. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No consequences.

Event description:
It was reported that during an esophagectomy procedure, at the last firing with green reload, the device didn't cut and in addition the clips superimposed. The surgeon to retrieve the device, cut the tissue by using the scissors. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.